Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 2 years, 2 months. The device was not explanted from the patient and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to lethargy and an implantable cardioverter-defibrillator (ICD) fire. The patient¿s lactate dehydrogenase (ldh) level was greater than 1300 u/l and blood was present in the urine. No high pump powers or alarms were reported. The patient was treated for lvad thrombus; however, on (B)(6) 2017 the patient became somnolent and developed respiratory failure. The patient was initially placed on bi-level positive airway pressure (bipap) and later placed on comfort care. The patient subsequently expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported events could not conclusively be established. The center submitted a system controller log file dated from (B)(6) 2017 through (B)(6) 2017 for review. The log file appeared to show the system functioning as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.